Event description:
It was reported that patient presented remotely via merlin.net. Review of the transmission revealed that there was noise presented on the atrial lead. The lead was explanted and replaced. Patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found the complete lead was returned in one piece. Electrical testing found shorting between the conductors. Destructive analysis found an inner insulation abrasion proximal to the suture sleeve tie impression. The cause of the reported event was due to the inner insulation abrasion exposing the inner coil.